Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial loosening. Device was implanted approx. 1.5 years.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions about the reported event however the varus positioning of the implants may have contributed to an uneven load be placed on the tray resulting in the loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Customer comments: this is a revision tkr surgery following tibial componant loosening after a very short time from primary tkr 1.5 years. Since infection was denied, we would like to know what is the mechanism of the failure. This is the 3rd time that we do revision to rp after average short time from primary of 1.5 years. The tibial component is loose; comes out of the bone with hardly no cement tracks on it; this time there was no cement on the bone; primary surgery component was implanted in varus; cementing technique: vacuum mixing, cement kept in temperature according to producer directions, tibia cemented 1st, using 1 pack of cement for 2 components surgery.